Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient has a PICC line in his right arm, inserted on (B)(6) 2025. The PICC line is inserted 45 cm with 0 cm in the skin. The nurse who is to treat the patient notices leakage from the insertion site in the skin and therefore contacts the PICC line team. The nurse on the PICC line team asks the ward nurse to pull the catheter, which is not possible. The patient is then taken to surgery and the PICC line nurse pulls the catheter, which is almost broken about 3 cm in the tubing. The catheter is removed in its entirety. No other information was provided.